Event description:
The customer reported that she was hospitalized with a blood glucose reading of 1000 mg/dl. The customer changed the infusion set two days prior to the hospitalization, and when the infusion set was removed at the hospital, the cannula was bent. The customer stated that she has tried several insertion sites due to frequent bent cannulas. The customer stated that she had a few no delivery alarms as well. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.